Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: device migration. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a patient who underwent primary breast augmentation with a 450cc mentor memorygel breast implant experienced left sided rupture and bilateral lateralization of the implants post procedure. The rupture was confirmed a physical examination and magnetic resonance imaging. As a result, replacement with 650cc implants was performed on (B)(6) 2024. The left sided rupture was reported initially under 1645337-2023-13435. On (B)(6) 2024 mentor received additional information and initial awareness of bilateral issues. This report relates to the right prosthesis.

Manufacturer narrative:
Manufacturer¿s reference number: (B)(4). On march 20, 2024 mentor became aware that the incorrect value was placed in g3 (date received by manufacturer) of the initial report submitted. Additionally, an incorrect statement statement regarding this date was made in h10 of the initial report submitted. The additional information was received on february 27, 2024.

Manufacturer narrative:
The investigation of the returned device was completed by the failure analysis lab on (B)(6) 2024. Device evaluation summary: the product was returned to mentor for evaluation. Mentor conducted a visual inspection of the returned device. During visual evaluation, no apparent damage or visual anomalies were observed on the returned device. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. Manufacturer¿s reference number: (B)(4).